Event description:
It was reported to boston scientific corporation that during an anterior and posterior pelvic floor repair procedure using an uphold vaginal support system, the physician threw the mesh leg through the sacrospinous ligament, and the capio cage successfully caught the needle. The physician then depressed the capio device "very hard" a "few" more times, which caused the capio carrier to sever the lead suture. Two to three millimeters of the lead suture (with the needle at the end) was captured inside the capio cage. The physician completed the procedure with another uphold vaginal support system, without complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation that during an anterior and posterior pelvic floor repair procedure using an uphold vaginal support system, the physician threw the mesh leg through the sacrospinous ligament, and the capio cage successfully caught the needle. The physician then depressed the capio device "very hard" a "few" more times, which caused the capio carrier to sever the lead suture. Two to three millimeters of the lead suture (with the needle at the end) was captured inside the capio cage. The physician completed the procedure with another uphold vaginal support system, without complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
A DHR review did not reveal any manufacturing related issues which might have caused or contributed to this event. Visual analysis of the returned mesh assembly showed that the suture with the blue dilator was broken, confirming the reported complaint. Visual and mechanical analysis of the returned capio device showed no defects, the device operates smoothly and freely. The procedural factor of the physician actuating the capio device several times may have caused the suture break. The probable root cause for this event was determined to be operational context.